Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 08, 2019 that a wallflex colonic stent was to be used to treat a malignant stenosis in the intestinal tract during a stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was halfway deployed when viewed under the x-ray. Reportedly, after some manipulation, the stent was deployed all of a sudden inside the mass. The stent was removed with snares and another wallflex colonic stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on january 08, 2019 that a wallflex colonic stent was to be used to treat a malignant stenosis in the intestinal tract during a stent placement procedure performed on (B)(6), 2019. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was halfway deployed when viewed under the x-ray. Reportedly, after some manipulation, the stent was deployed all of a sudden inside the mass. The stent was removed with snares and another wallflex colonic stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Problem code 1484 captures the reportable event of stent prematurely deployed. A wallflex colonic delivery system was received for analysis; the stent was not returned. Visual examination of the returned device did not find any damage to the delivery system. The investigation concluded that the reported events were likely due to anatomical and/ or procedural factors such as characteristics of the lesions, handling of the device, the techniques used by the user, and normal procedural difficulties encountered during the procedure may have limited the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. .